Event description:
It was reported that 5 centimeters of the catheter was removed due to it being kinked at the anchor site.

Manufacturer narrative:
Concomitant: product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4): analysis of the catheter found an observed kink in the catheter body. During pressure testing, the kinked area would occlude when the catheter was bent to a narrow radius.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.